Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl, cause was unknown. Low bg was addressed with intervention from customer's friend, who provided customer's with food and water. Additionally, it was reported that the pump was not annunciating audible tones for alerts/ alarms. Reportedly, the customer continued to use the pump for insulin therapy.